Manufacturer narrative:
The reported event of high impedance was not confirmed. The reported event of difficulty inserting the stylet was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for novel implant procedure. During the procedure, it was found that the patient's right ventricular lead was exhibiting high, out of range pacing impedance and the guidewire failed to be completely inserted into the lead. The procedure was completed using an alternate lead on (B)(6) 2021. The patient was stable.